Event description:
Boston scientific received information that this right atrial lead dislodged. A lead repositioning was scheduled. However, the physician decided to replace it with a competitor lead. No adverse patient effects were reported. This lead was out of service and was then returned.

Manufacturer narrative:
Upon receipt, the lead was found dissected into three parts. All parts of the lead were received. At the middle fragment, 2 cm of the lead body as well as the inner coil were not returned for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.